Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room on (B)(6) 2025 and was later admitted to the intensive care unit with an elevated blood glucose level in the 500s mg/dl. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer continued to use pump for insulin therapy.